Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient experienced discomfort at the battery site. The rep reported that on the day of replacement, there was redness on the skin where the battery was located. The rep stated it was unknown what caused the issue. They reported the issue was resolved. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that the device had not been returned because the hospital was still processing it. The rep stated that the hospital needed "pathology" to process it before it could be released. No further complications were reported. Follow up was to be conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). It was reported that the patient's device caused pain in their pocket and continues to linger. The device was replaced and moved to their abdomen. The issue was reported to be resolved at the time of this report. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2018-may-09. The rep indicated that the hospital is still not finished processing the device. To their knowledge, they have not received a call from the hospital saying the device has been processed. Historically, the hospital processing does take a month or two depending on the person. The hospital has their information to reach out when the device is ready for pick up. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via the rep. They confirmed the patient was still having lingering pain at the pocket since having the ins moved. To address the lingering pain, the patient takes pain pills when the pain is too high. It was noted the patient has several types of pain. No further complications were reported or anticipated.